Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy gastrectomy, on resection of the gastric antrum, the device fired two nails and there was no problem, but when they fired the third nail, it was unable to fire. They replaced with a new reload, but still it was unable to fire. The surgeon was able to press the green button, but was unable to squeeze the handle. They replaced a new gun and a new nail to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one devices. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.